Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned products noted: the circular seals were cut. The duckbill seals, trocars and cannula appeared intact. A functional evaluation found that the devices passed an air leak test. An ethicon ligamax and a stryker strykeflow ii were used to test for resistance by inserting and removing into the cannula. No resistance was noted. The cannula tip was checked with a .233 pin gauge and was in spec. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected an unreported condition of cut in the circular seals that has no relationship to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic right hemicolectomy, at the time of setup, the obturator became unable to be removed, so they stopped using the device. Both device collected had their obturator difficult to be removed. The event occurred during the procedure but the product was not used for patient. There was no patient harm.